Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had display anomaly on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self-test and displacement test. No display anomalies noted including flashing white display, solid white display or missing segments/partial display anomalies noted. Unit was programmed and tested in english language and no unexpected pump switching to another language anomaly was noted.